Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Off label use: acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer lenth lens due to low vault. The problem was resolved. Cause reported as unknown.